Event description:
It was reported that during a surgical procedure at the user facility the saw was smoking. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged failure of smoking could not be duplicated during the device evaluation. However, corrosion was discovered on the motor and the printed circuit board (flex assembly), and the rotor was found to not spin smoothly, and a wire on the motor windings was found to be charred, which may have caused the smoking.